Event description:
The customer reported that the display is blank while device is powered on. There is no reported patient involvement.

Manufacturer narrative:
Customer evaluated device.

Manufacturer narrative:
(B)(4).